Manufacturer narrative:
One opened probe was received with no tip protector for the report of cutting does not work. At the time of sample receipt it was observed that the probe needle was bent. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener and one other location and foreign material on the port face and along the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks were observed on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The complaint evaluation did not confirm that the returned probe had cut failure. The evaluation indicated that the probe had an actuation failure. The most likely root cause of the observed actuation failure, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear/damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the observed actuation non-conformance is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action has been taken by the manufacturing site as the returned probe was conforming for cut and it appears that the observed actuation non-conformance was due to excessive use of the probe by the user and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.